Event description:
On (B)(6) 2012, pt requested assistance changing the basal rates to 0.4 units per hour from 12:00 - 3:00 a.m. She reported the rates were set too high and this caused her to have a hypoglycemic event the previous night. The basal rates were verified, and they were already set to 0.4 units per hour for every hour. Pt reported her blood glucose was 145 mg/dl before bed on (B)(6) 2012, and her normal blood glucose is around 160 mg/dl. Her daughter heard her make a strange noise around 1:00 a.m and found her "passed out." She called 911, and the paramedics arrived and checked her blood glucose and it was 27 mg/dl. Her daughter turned off the infusion device, and the paramedics treated her with an IV of dextrose water. She regained consciousness, and her blood glucose elevated to 150 mg/dl. She then ate protein and drank a regular soda, and she was not transported to the hospital. Troubleshooting did not reveal any product issues. Pt was advised to speak with her physician before changing her basal rates. Follow-up completed with the pt on (B)(6) 2012. She was advised by her physician to not change the basal rates. Pt reported she was feeling better and is no longer experiencing hypoglycemia. No product will be returned for eval.